Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experiencing low voltage alarms when plugged into the power module. The system controller and power module pt cable were switched out and no further problems were reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The reported event of low voltage alarms was confirmed during analysis. The white power cable was stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the MFR's corrective action system and an urgent medical correction notice (29165969/2/10001c-) was sent to customers. In addition, one power module pt cable was returned for evaluation and was found to function as intended throughout the analysis. No further info is available. The manufacturer is closing its file on this event.